Event description:
It was reported that the health care professional (hcp) had confirmed the electrocardiogram experienced low amplitude. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).